Event description:
It was reported that the rate response was too aggressive for the patient. The device remains in use. No complications have occured as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.